Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented after an episode of syncope, during follow up low impedance was noted. The right ventricular lead was explanted and replaced successfully.